Event description:
Reporter indicated that vns patient developed an infection at the chest incision site post-implant. The patient reported that the had to be seen in hospital emergency room due to the infection at the incision site. Treating physician indicated that the patient caused the event and that the event was a result of the patient picking at the incision site. Further follow-up with treating physician revealed that there was no infection present at either the pulse generator/pocket area or the bipolar lead/cervical area and that only erythema was present; however, no cultures were taken. The patient was prescribed a prophylactic course of antibiotic therapy. During initial implant surgery, preoperative antibiotics were prescribed, but intraoperative antibiotic therapy was not utilized during the surgery. Additionally, postoperative antibiotics were not prescribed. The ncp system tunnelling tool was used as a single-use-only device during the implant surgery. The patient had not undergone any surgical or dental procedures or invasive monitoring post implant or three months pre-implant and is not implanted with any other devices. At follow-up visit, the incision sites were still red in some areas, but getting better. The incisions were reportedly healing well and stimulation has been initiated.